Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the patient was undergoing angiography procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to scan. Upon functional testing, the fse found that the tube current was out of range. To resolve this issue, the fse removed the ht candles from tube side and ht tank side and done the greasing, conditioning, and adaptation. After greasing, conditioning and adaptation of candles, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that it was not possible to scan. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.